Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull medication for multiple patients. A technical support specialist dialed into the application server, ran a server downtime query, confirmed that xml messages were being processed in real time with no pending items, verified that the latest cce messages¿including pharmacy orders, updates, discharges, and admissions¿were current based on timestamps, observed a 1038-minute delay in server communication to the station despite a real-time interface heartbeat, restarted cce services, external messaging, datasync services, external inbound processes service, and net tcp port sharing service, ran the sitedown query which still showed delays, dialed into the cce server, traced adt and order messages being received and sent to the es server in real time, confirmed the latest order and adt messages matched the current server time, found no issues in cce, when integration support team (iest) dialed in and confirmed that all messages were being processed in real time and confirmed with customer that no further complaints had been reported by any department and no patient or medication examples were missing. The tss discovered that entering at least five characters would populate the medications, indicating users were not entering enough characters initially. The customer confirmed that no further issues were reported for any of the devices mentioned previously. Permission was received to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to pull medication for multiple patients. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to pull medication for multiple patients. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.